Event description:
Customer reports that she tested her device against a profession device. She states that her device read 599mg/dl while the professional device read 103mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.